Event description:
The facility reported a colleague infusion pump with failure code 812:01. This event occurred during delivery in the intensive care unit. This event interrupted delivery. There was no report of patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 812:01 was confirmed and duplicated during product evaluation. The root cause was assigned to a defective pump head module. The pump head module was replaced in order to correct this condition. Additional information: this is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.